Event description:
It was reported that the patient presented to the hospital after receiving an alert for low impedance on the left ventricular lead. The lead remained implanted.

Manufacturer narrative:
.